Event description:
Information received with return of the explanted device notes that the patient hit his device causing it to erode through the skin. The physician elected to remove the system and place a new system on the patient's right side.